Manufacturer narrative:
In response to inquiry letter: the risk mgr stated that she doesn't have any add'l info on the name, dose and rate of the drug, and did not have any info on the pt's age, sex, and medical history. The pt has been discharged from the hosp and reportedly is doing well. Baxter quality engineers provided trending data for august 2005 through july 2007 and no trend has been observed for "turns itself off". The device has been requested by baxter quality mgmt for eval but has not yet been rec'd. Should the pump be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available. The pt is reportedly doing well and has been discharged from the hosp.

Event description:
Baxter rec'd an FDA inquiry letter dated 10/02/2007, which was rec'd by baxter on 10/30/2007, regarding a report that a colleague 3 cx infusion pump failed and turned off due to battery low. This event occurred during transport from surgery to the ICU on an unstable post CABG (coronary artery bypass graft) pt. The failure occurred which terminated the infusion of inotropic support causing a critical change in pt's vital signs. The risk mgr of the facility reported that the pump stopped infusing inotropic drug, which resulted in the pt's blood pressure dropping to 40 systolic, and there was no diastolic pressure. Within a few minutes, the nurse restarted the infusion using another colleague pump and the pt's blood pressure was stabilized.